Event description:
Comment received via stryker fb page, "my stryker hip squeaks when I bend over. My other hip is a competitor and it is definitely better then the stryker one but I am able to do things without pain with both . I was born with hip dysplasia so they really had to create stickers to replace deformed hips and a bone cyst that developed right before surgery for stryker hip."

Manufacturer narrative:
An event regarding audible noise involving an unknown implant hip was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.